Event description:
It was reported that patients generator was checked in 2 months ago and it was at 25-50%. Now 2 months later is was down to 7-15% battery life. The patient's settings were increased at (B)(6) 2022 clinic visit but he has had an increase in seizure activity. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Corrected description of event, supplemental #1 report: inadvertently left out information regarding product received into product analysis. D9. Corrected device available for evaluation, supplemental #1 report: inadvertently left out information regarding product received into product analysis on 01/03/2023.

Event description:
The suspect generator was later received into product analysis and completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. A battery life calculation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was later reported that patient had a prophylactic generator replacement surgery. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.